Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The silicone over-mold was melted in the area under the heater wire. This type of damage is consistent with the prolonged application of heat without tissue between the jaws and the improper insertion of the tool into the cannula. A pre-cautery test was performed on the device with a reference power supply, extension and adapter cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. A polyfuse electrical test was performed with a reference power supply, adapter cable and extension; the polyfuse successfully shut off power to the heater after prolonged periods of time and activate after 30 seconds cool down. Based upon the evaluation results, the reported complaint could not be confirmed, however, it was confirmed for heating wire detached. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.